Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the elevator marks were observed on the shaft of the catheter from the tip. A functional evaluation noted that no image was displayed, and the device was not recognized when the device was connected to a controller. No other damages were noted. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure, causing the reported visualization issue and introducing potential corrosion. Based on investigation results, the probable cause selected for the visualization issue due to camera wire damage is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. An investigation has been completed to address this issue. A device history record review was performed and revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the video of the spyscope dsii was lost and showed a loading screen. Reportedly, an autolith electrohydraulic lithotripsy (ehl) probe was used for around 40 minutes before the visualization issues occurred. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the video of the spyscope dsii was lost and showed a loading screen. Reportedly, an autolith electrohydraulic lithotripsy (ehl) probe was used for around 40 minutes before the visualization issues occurred. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.